Event description:
Customer called to report a pod where she experienced bg levels of up to 490mg/dl. She initiated a bolus dose, but her bg did not come down. She did not note any blood in the cannula or anything unusual when she removed the pod. Pod is being returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damaged to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.